Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device check, high capture threshold and dislodgement were observed. Patient was asymptomatic. When repositioning was unsuccessful, the lead was explanted and replaced. There were no adverse consequences to the patient.